Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 2.1 failed and was not detected on bus. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access/issue the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device drawer failed. A field service engineer (fse) found that the smart half height cubie drawer 2.1 row b was not being detected. The fse shut down the station and reseated the row board cable connector on the row board. The fse rebooted the station and tested the drawer. The row was operating properly, and the fse tested the drawer using the hardware test application (hta) and verified that the row was functioning in the station application. The system functioned as intended after the field service engineer repaired the device.